Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 25-nov-2019. The most recent information was received on 29-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('partial migration of the right implant into the uterus') in a 44-year-old female patient who had essure (batch no. 927071) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In october 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine pain ("severe pain on the right side of the uterus") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (complete removal of the implant). Essure was removed in 2019. At the time of the report, the device expulsion, uterine pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion and uterine pain to be related to essure. The reporter commented: the gynecologist did not keep the implant. Complete removal at the seat during consultation without anesthesia and verification by ultrasound. Lot number: 927071 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('partial migration of the right implant into the uterus') in a (B)(6) female patient who had essure (batch no. 927071) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine pain ("severe pain on the right side of the uterus") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (complete removal of the implant). Essure was removed in 2019. At the time of the report, the device expulsion, uterine pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion and uterine pain to be related to essure. The reporter commented: the gynecologist did not keep the implant. Complete removal at the seat during consultation without anesthesia and verification by ultrasound. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.